Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.Section A Patient Information: Refer to Section B5 for complete patient information.All available patient information was provided, No additional patient information was available.

Event description:
The customer observed imprecise results for the Alinity CA 19-9XR for 2 patients. The customers are not aware if patients were diagnosed with pancreatic cancer or any other cancer as do not have access since the samples are referred samples. The following data was provided:(b)(6) 2026, SID (b)(6); 56-year-old female; Initial result =41.42 U/mL, repeat result 69.73 U/mL.(b)(6) 2026, SID (b)(6), 60-year-old female; Initial result =61.14 U/mL, repeat result 103.53 U/mL.No additional information was available. No impact to patient management was reported.